Event description:
Medtronic received information that during ECMO, the customer reported the cbap40 centrifugal pump made a loud grinding noise and the pump's smooth cone became displaced inside the pump housing. The perfusionist noticed a strand of fibrin clot located on and under the pump¿s smooth cone. The pump was in use for greater than 6 hours at the time of the reported issue, but total time/duration is unknown. The device was replaced. There was no adverse effect to the patient. There were no additional issues with the replacement cbap40. The patient was on ECMO and anti-coagulated. The cbap40 was utilized in an rvad circuit supplementing the ECMO circuit.

Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection showed evidence of fibrin/clot around the upper pivot. Additional visual inspection shows the impeller is loose inside the housing with damage to the upper pivot. The device was tested per specification. The device was run on a bio console from 0-4000 rpm¿s, us ing fluid. The noise level recorded during the analysis was greater than 80 decibels, as compared to the specification of 68 decibels. Reason for return was confirmed. Conclusion: the reason for return was confirmed. It is noted that if the upper pivot bearing is not fully submerged in fluid, for example in the presence of a clot formation, this will cause degradation of the upper pivot bearing. Also, degradation of the upper pivot bearing may cause excessive heat generation and blood trauma. The excessive noise is attributed to the failing pivot bearing. Review of the complaint file confirmed the patient was anticoagulated, and the device was used in an rvad circuit supplementing an ECMO circuit. Additional information received about the event revealed the device was in use for greater than 6 hours at the time of the reported issue, but the total time/duration is unknown. Per supplemental IFU, extended use was deemed to not produce undue risk. Note, supplemental IFU states, medtronic conducted extended duration testing on the ap40 pump with 560a external drive motor. Design verification testing for the ap40, bbap40, and cbap40 showed one known failure mode related to the upper pivot bearing. This failure mode can be mitigated by the following: continuously monitor flow proximal to the pump inlet to ensure no line kinks or air entrainment. Ensure appropriate anticoagulation levels to reduce clotting. ¿ reduce the revolutions per minute (rpm) to limit thrust force and wear on the upper bearing. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.